Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. The current value of blood glucose level was 400 mg/dl. The another blood glucose level was 402 mg/dl. Customer reported cannula was bent. Customer did provided any information about the symptoms due to high blood glucose such as nausea. Customer reported insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was not active at that time. Troubleshooting was performed. The insulin pump will not be returned for analysis.